Event description:
It was reported that a patient's blood glucose levels (bg) reached over 300 mg/dl while wearing the pod between 4 and 24 hours on the leg. For treatment, the patient changed out the pod and gave a manual injection.

Manufacturer narrative:
The exposed portion of the soft cannula was observed to be flattened. It could not be determined when or how this damage occurred. It could not be conclusively determined if this damage contributed to the reported event. No other damages or deficiencies were observed that would prevent the flow of insulin. The received device originally failed to connect to the master pdm during the download process. The device was connected to a power supply delivering 4.5 volts to the device and given an 80 hour reset. After the 80 hour reset, the pod was still unable to connect to the master pdm and could not obtain the download data. The batteries of the device were tested and measured the correct voltage output. Inspection of the pcb board found no damages or deficiencies that would cause the device to not retrieve the download data. The exact cause of the partial/all data loss could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.